Event description:
5 to 5 1/2 hours post operative vertical banded gastropexy, the patient gagged on the nasogastric tube, heard a pop. The patient had small bowel showing through the skin. The patient returned to surgery for a wound dehicence, irrigation of bowel and secondary wound closure. During surgery on examination of the wound all knots were intact and each of the sutrues were ruptured in the midline causing a complete evisceration.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, unanticipated adverse reaction - short term. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.